Event description:
A red alert was detected on this rv lead on (B)(6) 2011 for high pacing impedances. Representative called technical services on (B)(6) 2011 to review. Lead impedance measurements appeared that they were stable in the 800 ohms range until (B)(6) 2011, when impedance >3000 ohms measured. It was noted there are multiple events in arrhythmia logbook since (B)(6) 2011 with noise on rv channel and some with noise on shock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).